Event description:
Customer reported that the device was leaking saline water during a procedure and the pt suffered from surface infection. Customer also reported that the pt received abstersion of surgical site.

Manufacturer narrative:
The device is not available for evaluation as it was discarded by the customer.